Event description:
User facility reported that a novasure endometrial ablation was performed, following a dilatation and curettage (d&c), "in 2009". The ablation cycle lasted approximately 80 seconds. A post hysteroscopy was done with "good visualization". Follow-up with the physician the following month, revealed that approximately eight days post ablation, the patient was admitted to the hospital with abdominal pain. The patient had an exploratory laparotomy for an acute abdomen which revealed two uterine perforations, each to be about "quarter-size" that had "sealed over". A small bowel perforation was noted that was resected and the bowel anastomosed. The patient was transferred to intensive care unit and is "improving". During follow-up with the physician eighteen days later, she reported there was no evidence of perforation on the post hysteroscopy, following the novasure ablation, and no fluid deficit. The patient was admitted to the hospital eight days after the ablation and is still an in-patient, receiving nutritional rehabilitation, but doing "very well".

Manufacturer narrative:
Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. A device history record (DHR) review was unable to be conducted for the disposable novasure device or the radio frequency controller as identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed.